Event description:
Unomedical reference number (B)(4). Event occurred in united states. On (B)(6) 2024, it was reported that the patient experienced an 20 infusion leaking at site location. The infusion set long for 1 to 2 days. The blood glucose level was 200-300 mg/dl. No further information available.

Manufacturer narrative:
Initial and final MDR 1891487 - MDR 3003442380-2024-09175 - device 15 of 20.